Event description:
During dynaglide procedure to remove burr from pt, using all accepted and prescribed precautions for this procedure, wire tip spun and the radiopaque tip fractured in the coronary artery and was not retrievable. No acute adverse events/effects. Procedure completed successfully using a different wire.